Event description:
It was reported that during an unknown procedure the clips didn't form properly. The two borders of the clips didn't join perfectly at the top creating a loop that interfered with the closure of the vessel. The procedure was completed with a bipolar device 'tabotamp'. No patient adverse consequences have been reported.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information:multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what vessel or structure was the device fired on at the time of the event? I don¿t remember (colon). Was a cholangiogram being performed? No. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No, but surgeon says that the trigger was a little bit strange than usual (it was a personal sensation). Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, we fired the device on a gauze, and the clip had the same shape of the clip fired on the vessel.